Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive esc. The blood glucose reading was 187 mg/dl. No significant events leading to the keypad issues were observed. The customer also noted that the lip of reservoir compartment was broken and missing. She stated that the reservoir stays in, but she did not recall how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons function properly, however moisture damage was noted during visual inspection. The device had broken reservoir tube lip noted, cracked lcd window, cracked case at lcd window corner, cracked reservoir tube window, cracked reservoir tube, and cracked battery tube threads.